Event description:
In this event a doctor reported that an aseptico endo dtc was clicking and failed to auto-reverse properly, possibly causing a file to separate; the canal was filled with the separated piece in place.

Manufacturer narrative:
Because evaluation of the unit involved is not complete as of this report and since separation of a file could necessitate medical/surgical intervention of preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation will be reported via asr, as appropriate. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.